Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the solution bag and the supply line of the homechoice cassette. The leak was noticed when the patient was connected for peritoneal dialysis therapy and before therapy was started. The patient was unsure of the exact location of the leak and whether the leak could be originating from the bag or from the connection site. During the troubleshooting, the patient did not find anything that could have caused or contributed to the reported event. The technical service representative assisted with ending the therapy and the patient was going to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.